Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 49 mg/dl at the time of the incident and current blood glucose was 183 mg/dl. Customer report that they does not allege pump was over delivering. Customer state that insulin dripping or squirting from end of set before connecting at their site. The customer also state that they had a high blood glucose over 300 mg/dl and gave herself four units of insulin and by six am her blood glucose value was 49 mg/dl. Customer stated that the basal rates were lowered three days. The customer was treated with food. Product will not be returned device for analysis.